Event description:
A physician has six occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens between february 1999 and november 1999. To date co has not received the particular details relating to this specific control number.